Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported keypad is not working which were reproduced during evaluation. The keypad is not working was verified. Evaluation observed some buttons on keypad are inoperable, and buttons that do function do so very slowly. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad was not working properly. There was no patient involvement. No additional information is available.